Event description:
Complainant alleged that during biomed testing, the device displayed "5v self check failure-1172", "internal comm failure -1474" and "internal comm failure - 1475" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report updates information submitted in the previous medwatch report. Adding justification per your request for the reason why d4 primary UDI was no_UDI. The device reported was manufactured and distributed for domestic sales before the enforcement date of UDI-di. This is applicable only if the device is not labeled.

Manufacturer narrative:
The customer's reports for self-check failure 1172 and 1474 was observed during review of the device logs. However, the device was put through extensive testing including calibration, system, and stress testing without duplicating the report. An internal inspection resulted in no findings. The li-ion battery was replaced as a precaution for self-check failure 1172 and the power interface module (pim) board to central processing unit (cpu) board ribbon cable was replaced as a precaution for self-check failure 1474. The customer's report of self-check failure 1175 was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Review of the device activity logs did not show any evidence to support the customer's report. Therefore, our investigation for this report was unsubstantiated. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.